Manufacturer narrative:
(B)(4). Correction - remove: "the complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined."

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and failed, the usb connector was damaged. The receiver cannot be charged, booted, or perform a log download since the usb pin 1 ground connector was damaged. The usb connector main board j3 pin 1, backing was removed resulting in insufficient contact to allow current flow to charging circuitry. Since the battery was discharged it can never charge and the receiver will never boot. The reported event cease to function was confirmed. The root cause was determined to be a damaged usb connector

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.